Manufacturer narrative:
One unused sample was returned for evaluation. Visual inspection with the un-aided eye and with magnification observed no non-conformities with the device. During functional testing, the needle was tightened to the device per direction followed in the instructions for use (IFU). Testing found no leaks or needle detachment. Review of the device history records revealed no non-conformities during manufacturing. The returned device was found to operate as intended. No evidence was found to suggest the reported event was caused by an intrinsic product fault.

Event description:
A report was received that stated during an injection, the needle became detached from the syringe. No needle-stick took place. There was no patient or clinician injury reported.